Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colic, parity 4 and multigravida. Previously administered products included: oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), groin pain ("pain in the private parts"), nausea ("nausea"), skin discolouration ("spots all over the body"), loss of personal independence in daily activities ("unable to carry out common day-to-day activities."), dyspareunia ("intense pain when having sexual intercourse"), polymenorrhoea ("the plaintiff, after the procedure, had her menstrual cycle affected, starting to menstruate twice a month"), genital haemorrhage ("intimate bleeding"), heavy menstrual bleeding ("she progressed with increased menstrual flow and intense cramps"), dysmenorrhoea ("she progressed with increased menstrual flow and intense cramps") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events were resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, heavy menstrual bleeding, loss of personal independence in daily activities, nausea, pelvic pain, polymenorrhoea and skin discolouration to be related to essure administration. The reporter commented: in addition to essure and its complications, the plaintiff had to remove both fallopian trumps, leaving her with a horrible scar that has been causing great discomfort and embarrassment. Despite being informed that essure was a modern tubal ligation system, which permanently guaranteed extreme safety, without compromising her health and without leaving scars, as it is a non-invasive procedure, the plaintiff's reality was different. Patient removed essure (B)(6) 2020 through bilateral salpingectomy. Refers global improvement of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: confirming right tube and left tube without histological particularities. [Ultrasound scan vagina] on (B)(6) 2016: device bilaterally positioned normo-positioned.; on (B)(6) 2020: shows normal uterus and ovaries, image. Compatible with essure is not visualized. (Date unknown): transverse image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Lot number: d40621. Manufacture date: 2014-12. Expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colic, parity 4 and multigravida. Previously administered products included: oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), groin pain ("pain in the private parts"), nausea ("nausea"), skin discolouration ("spots all over the body"), loss of personal independence in daily activities ("unable to carry out common day-to-day activities."), dyspareunia ("intense pain when having sexual intercourse"), polymenorrhoea ("the plaintiff, after the procedure, had her menstrual cycle affected, starting to menstruate twice a month"), genital haemorrhage ("intimate bleeding"), heavy menstrual bleeding ("she progressed with increased menstrual flow and intense cramps"), dysmenorrhoea ("she progressed with increased menstrual flow and intense cramps") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events were resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, heavy menstrual bleeding, loss of personal independence in daily activities, nausea, pelvic pain, polymenorrhoea and skin discolouration to be related to essure administration. The reporter commented: in addition to essure and its complications, the plaintiff had to remove both fallopian trumps, leaving her with a horrible scar that has been causing great discomfort and embarrassment. Despite being informed that essure was a modern tubal ligation system, which permanently guaranteed extreme safety, without compromising her health and without leaving scars, as it is a non-invasive procedure, the plaintiff's reality was different. Patient removed essure (B)(6) 2020 through bilateral salpingectomy. Refers global improvement of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: confirming right tube and left tube without histological particularities. [Ultrasound scan vagina] on (B)(6) 2016: device bilaterally positioned normo-positioned.; on (B)(6) 2020: shows normal uterus and ovaries, image compatible with essure is not visualized.; (date unknown): transverse image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube lot number: d40621manufacture date:2014-12 expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colic, parity 4 and multigravida. Previously administered products included: oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), groin pain ("pain in the private parts"), nausea ("nausea"), skin discolouration ("spots all over the body"), loss of personal independence in daily activities ("unable to carry out common day-to-day activities."), dyspareunia ("intense pain when having sexual intercourse"), polymenorrhoea ("the plaintiff, after the procedure, had her menstrual cycle affected, starting to menstruate twice a month"), genital haemorrhage ("intimate bleeding"), heavy menstrual bleeding ("she progressed with increased menstrual flow and intense cramps"), dysmenorrhoea ("she progressed with increased menstrual flow and intense cramps") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events were resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, heavy menstrual bleeding, loss of personal independence in daily activities, nausea, pelvic pain, polymenorrhoea and skin discolouration to be related to essure administration. The reporter commented: in addition to essure and its complications, the plaintiff had to remove both fallopian trumps, leaving her with a horrible scar that has been causing great discomfort and embarrassment. Despite being informed that essure was a modern tubal ligation system, which permanently guaranteed extreme safety, without compromising her health and without leaving scars, as it is a non-invasive procedure, the plaintiff's reality was different. Patient removed essure (B)(6) 2020 through bilateral salpingectomy. Refers global improvement of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: confirming right tube and left tube without histological particularities. [Ultrasound scan vagina] on (B)(6) 2016: device bilaterally positioned normo-positioned.; on (B)(6) 2020: shows normal uterus and ovaries, image compatible with essure is not visualized.; (date unknown): transverse image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.